Event description:
The customer reported that the system was turning off and on without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced and the circuit boards in the workstation was reseated during the service call. The system was tested and found to be working as intended and put back into service.